Manufacturer narrative:
The date of event was two months prior to the date this report was received. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the reported event. The treatment and the outcome of the peritonitis were not reported. The actions taken with pd therapy were not reported. Additional information was requested, but the reporter declined to provide any more information about this event.